Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the received device. Visual analysis of the returned sample revealed that the distal tip of the drive shaft component was broken off. The broken piece was not received at us cq. The green color indicator on the ring component of the device was almost faded. The post-op photos or x-rays were not provided during the complaint intake. The dimensional analysis was not performed due to the post-manufacturing damage. The broken condition of the distal tip (drive feature) was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. It should be noted that as part of depuy spine¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received device confirmed the broken condition. The alleged embedded condition cannot be confirmed as no post-op images or x-rays were provided. While no definitive root cause could be determined, it is possible that the alleged broken condition may be occurred due to a random component failure that may have been caused by exposure to unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document/specification review: the following drawings reflecting the current and manufactured revisions were reviewed: mis si quick connect poly screwdriver assembly. Device history lot: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi78307 was released in a single batch. Batch1: lot was released on aug 30, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that the patient underwent for a posterior spinal fusion to extending the fusion area up to th12-l3 surgery. During the surgery, when inserting the screw with the poly driver, the tip of the driver broke off. The fragment remains in the patient¿s body. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown retractor blades (part: unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for (1) viper universal poly driver. This is report 1 of 2 (B)(4).